Event description:
It was reported that after a post shock there is noise on the right ventricular (rv) channel that is being oversensed which resulted in pacing inhibition. Other than the newest post shock there were no other episodes of rv noise that was being oversensed. The noise could not be reproduced after isometrics and pocket manipulation was performed. Impedance measurements were noted to be within range. Boston scientific technical services (ts) noted that the patient had a shock 9 months post implant and there was noise on all 3 channels. A save to disk was performed for engineering analysis. Ts recommended to have the device and leads replaced. Subsequently, this rv lead was explanted and replaced successfully. The lead was returned and is in the process of device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that after a post shock there is noise on the right ventricular (rv) channel that is being oversensed which resulted in pacing inhibition. Other than the newest post shock there were no other episodes of rv noise that was being oversensed. The noise could not be reproduced after isometrics and pocket manipulation was performed. Impedance measurements were noted to be within range. Boston scientific technical services (ts) noted that the patient had a shock 9 months post implant and there was noise on all 3 channels. A save to disk was performed for engineering analysis. Ts recommended to have the device and leads replaced. Subsequently, this rv lead was explanted and replaced successfully. The lead was returned and is in the process of device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.